Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that reprogramming resolved the abdominal stimulation. The rep said there was no way to be 100% confident that the fall contributed to the lead migration. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient noticed more abdominal stimulation in the past couple of months. An x-ray was done, and it confirmed a slight lead migration. It was unknown what factors may have contributed to the issue. The rep said maybe a fall. The rep was going to re-program the device on (B)(6) 2018. The issue was not resolved at the time of the report. No further complications were reported.